Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data did not reveal any records of power on reset. Black box data records revealed the data from the date of the alleged issue had been overwritten due to continued patient use. On investigation, the pump powered on normally and was exercised for 24 hours without any errors, alarms, warnings, interruption in power or overheating occurring. The pump¿s electrical current was evaluated and determined to be within required specifications. There was no evidence of moisture anywhere in the pump. There was no damage, defect or contamination of the pump¿s internal components. The returned battery cap showed evidence of rust/corrosion on the underside of the cap; a battery was not returned with the pump. Leak testing revealed no moisture ingress into the pump. (B)(4).